Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ crease/folding of implant: creases were observed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma -late.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii", " capsule folds and minimal presence of peri-implant fluid." The device remains implanted.